Event description:
No injuries, night sweats, bruising, dry skin, hair loss, fever off and on, flu like symptoms and testing negative for flu, antibiotic resistant infections, fatigue. Placed 13 years ago.